Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the helix of the right ventricular (rv) lead failed to extend normally despite multiple attempts. The rv lead was not used and replaced. The patient remained stable throughout the procedure.